Event description:
It was reported that the lv lead was programmed off and monitoring is being continued.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that pacing impedance measurements for this left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d) increased from the 500 ohms range to a measurement greater than 2,000 ohms approximately one month post device implant. Subsequent measurements were noted to be back in the 500 ohms range. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service.